Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10, h11. Corrected field: d4 (version or model#), g1, h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period feb 2019 through jan 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The national repair center received the exch pcb, power management,rohs board from the supplier. The supplier verified the failure of the batteries not charging and replaced q27 and q50. The supplier installed cn167210. The board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure the installation of cn167210 was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board was packaged and labeled and sent to stock per procedure.

Event description:
N/a.

Event description:
It was reported that after placement of iab on the patient, the cardiosave intra-aortic balloon pump (iabp) shut down when customer disconnected the unit from ac. The unit was switched to a cs300 iabp to continue with the therapy. In addition, after the incident, the customer found that internal battery level for both batteries were zero but they were sure that the machine was kept connected to ac before use. The customer acknowledged that did not really take note of the battery level when the unit was started up on ac. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. The exch pcb, power management,rohs board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board with visual damage observed to component which is shorted. Due to the shorting the national repair center is not able to install the board into the cardiosave test fixture for testing. Based on past experience, the shorting will prevent the batteries from charging. The exch pcb, power management,rohs board was sent to the supplier for failure analysis per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found ac light was on and battery charging, light was flashing when the unit was on ac. However, the stm reported that both batteries were depleted, and battery status was confirmed in the service diagnostics. The battery current was 0.0 for charging battery. Furthermore, the stm replaced the batteries but there was still no charging function as battery current was still 0.0. The battery charging light on the cart was flashing at this moment. At the end, to solve the issue, the stm replaced the power management board and the charging function resumed with battery current of 3.6a. The flashing light was on in the charging battery itself. When the stm compared the power management data in the service diagnostics, the charger voltage was 5.06v before board replacement and 14.90v after replacement. Subsequently, functional check was performed and all passed according to manufacture specifications. The iabp was returned to customer for clinical use. (B)(6).

Event description:
It was reported that after placement of iab on the patient, the cardiosave intra-aortic balloon pump (iabp) shut down when customer disconnected the unit from ac. The unit was switched to a cs300 iabp to continue with the therapy. In addition, after the incident, the customer found that internal battery level for both batteries were zero but they were sure that the machine was kept connected to ac before use. The customer acknowledged that did not really take note of the battery level when the unit was started up on ac. There was no harm or injury to the patient and no adverse event was reported